Manufacturer narrative:
(B)(6). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that via text that the customer was hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 240 mg/dl. Customer was in ER as a result of high bgs, being treated with manual injections. The customer experienced no symptoms. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.